Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient received elective replacement indicator (eri) on patient programmer approximately (B)(6) 2010. It was later reported the patient had a high setting and could not feel any stimulation sensation. An x-ray determined the lead migrated. Patient had a lead replacement (B)(6) 2010 while the neurostimulator remained implanted.